Event description:
It was reported that the patient experienced high impedance and loss of stimulation on 0-7 contacts. The high impedance was measured at 40000 on all contacts 0-7, and the patient was not programmed using these contacts. An impedance check was conducted as part of troubleshooting, and it was noted that the issue was potentially caused by several falls reported by the patient. Coverage was still achieved using the 8-15 contacts, and no surgical intervention was planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.